Event description:
The indwelling catheter was in the right leg for 2.5 weeks (insertion site on the back of the foot, advanced to the groin). On 22.9. Planned removal of the catheter, insertion site without irritation, initially uncomplicated mobilisation, in the course of time resistance, attempts to position the foot and leg with careful traction and finally rupture. Approx. 5-7 cm remained in the vein in the area of the lower leg, confirmed by x-ray and ultrasound. The catheter was used over a period of 2.5 weeks and was used for the infusion of g5, electrolytes and acyclovir. Patient was transferred to (B)(6) for further treatment and clarification as to whether the catheter should be removed. Parents and doctors jointly decided against it. The catheter remains in the patient's lower leg for the time being.

Manufacturer narrative:
We received a catheter and a separate 24 g cannula as a reference sample. The ll hub was missing and had been severed approx. 6 cm proximal to the pink adapter. Microscopic examination showed typical cut marks. The catheter tube had been separated at approx. 17.5 cm. Microscopic examination revealed a very rough surface, typical of a tensile fracture. The missing 17.5 cm is not consistent with the customer's statement that approx. 5-7 cm of the catheter tube remained in the vein in the area of the lower leg. We have no information as to whether the catheter was shortened before placement (by how many cm?) Or whether it was torn into several pieces during removal. There were no irregularities when the batch documentation was checked. The batch was released. A leak and flow test is carried out on each catheter. Random tensile strength tests and a check of the dimensions of the catheter components are carried out as in-process tests. Finally, there are two 100% completeness visual inspections and a seal seam inspection after packaging. There is an incoming goods inspection for all components. The tensile values of the catheter tubing were between 2.31 n and 3.8 n and therefore met the minimum requirements of the iso 10555-1 standard at 1.5 n. There is a further complaint regarding the batch: 131223gs and another concerning a catheter tube for code 1261.206 that was torn off during the removal process within the last three years. This enquiry relates to all complaints known to us worldwide. This error is already taken into account in the risk analysis. The probability of occurrence is acceptable. No further measures are taken by qm as there is no indication of a product-related defect.

Manufacturer narrative:
The device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
The indwelling catheter was in the right leg for 2.5 weeks (insertion site on the back of the foot, advanced to the groin). On 22.9. Planned removal of the catheter, insertion site without irritation, initially uncomplicated mobilisation, in the course of time resistance, attempts to position the foot and leg with careful traction and finally rupture. Approx. 5-7 cm remained in the vein in the area of the lower leg, confirmed by x-ray and ultrasound. The catheter was used over a period of 2.5 weeks and was used for the infusion of g5, electrolytes and acyclovir. Patient was transferred to the german heart centre for further treatment and clarification as to whether the catheter should be removed. Parents and doctors jointly decided against it. The catheter remains in the patient's lower leg for the time being.